Manufacturer narrative:
(B) (4)-incision made larger and no foreign pieces left in patient.the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
It was reported to boston scientific that an endovive safety peg kit pull method was used during a peg placement procedure on (B) (6) 2010. According to the complaint, during the procedure, the physician was having difficulty pulling the tube through to the outside wall of the patient's stomach. The physician cut the opening in the fascia a little wider and as he continued to pull the peg tube through, he was still experiencing difficulty. He again cut the opening in the fascia a bit more. After pulling the peg through the abdomen, the guidewire snapped. No pieces of the guidewire remained in the patient. A kelly clamp was used to complete the placement of this peg kit. The procedure was completed with this endovive safety peg. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the coating on the pull wire was slightly damaged where it had been looped together with the loop wire of the peg device. The pull wire was not found to be broken. The loop wire of the dilating tip on the distal end of the peg tube was found to be torn off. Both ends of the wire had separated from the tip. The ends of the wire were both frayed. The returned unit was consistent with the complaint incident that the wire snapped. The event information indicates that more than one attempt was made to pull the device through the stoma site. It is most likely that the stoma site was not cut to the proper length during placement which led to severe resistance when an attempt was made to pull the device into place. Multiple attempts and excess force most likely caused the wire on the pull wire tip to detach. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12981318 and revealed no related issues to this complaint. (B)(4)

Event description:
It was reported to boston scientific that an endovive safety peg kit pull method was used during a peg placement procedure on (B)(6)2010. According to the complaint, during the procedure, the physician was having difficulty pulling the tube through to the outside wall of the patient's stomach. The physician cut the opening in the fascia a little wider and as he continued to pull the peg tube through, he was still experiencing difficulty. He again cut the opening in the fascia a bit more. After pulling the peg through the abdomen, the guidewire snapped. No pieces of the guidewire remained in the patient. A kelly clamp was used to complete the placement of this peg kit. The procedure was completed with this endovive safety peg. The patient's condition at the conclusion of the procedure was reported to be fine.